Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13285. It was reported that fluoroscopy revealed that the right atrial and right ventricular leads were both severed at the clavicle. The right atrial lead was explanted, and the right ventricular lead was capped. Neither lead was replaced as the patient rarely needs pacing. The patient was in stable condition.